Event description:
Dr. Reported that two abutments broke in function. Pt is reportedly fine.

Manufacturer narrative:
Dr. Sent a report to FDA #1014457. In his report he stated that an abutment broke. Dr. Also reported a catalog and lot number for the report. Both the catalog number and lot number are incorrect. Both belong to a different product. Another dr., who placed the original report with sulzer calcitek gave the catalog number, however the lot number was not available from him.